Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power loss alarm. The customer¿s blood glucose level was 176 mg/dl. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and unable to download, problem isolated to electronic assemblies. Unable to verify power loss alarm due to critical pump error. Unit was received with minor scratches on case, cracked select button keypad overlay, missing reservoir tube o-ring, missing retainer and minor scratches on lcd window.